Event description:
Additional information received reported that the patient was doing great following her replacement.

Event description:
It was reported that the patient experienced pain at the ins site beginning after his last ins replacement. In addition, the patient's lead was placed for left side pain and he now had pain on the right. The lead was no longer in the right place the treat the patient's pain. The patient's entire system was replaced, and the ins was implanted in the stomach area, per the patient's request. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-30 serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6); extension model 3708140 serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6); extension model 3708140 serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6); programmer model 37743 serial# (B)(4).